Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device are unknown, no information provided to date. No product information has been provided to date.

Event description:
It was reported that the pump had a double beep alarm with the cassette being attached to the pump during testing. No patient injury was reported.

Manufacturer narrative:
The returned sample was visually inspected and the tamper seal was intact but there was contaminated of fluid ingression. The functional test did not duplicate the double been with cassette issue but found fluid ingression on device by the downstream occlusion sensor. The root of the problem was found to be fluid ingression. Actions taken were to replace downstream sensor. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.